Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a trial patient regarding a patient with an external neurostimulator (ens) for an unknown indication for use. It was reported that the trial patient had their device put in today. It was reported that a piece fell off. They described it as having the manufacturer¿s name on it and that it had some numbers on it as well. It was reported that it had a 15 and 8 on the top and a 15 and 12. Then they stated that it said 11 and 8, 11 and 4, 3 and 0. Patient services then conferenced technical services. The patient described that it was a white plastic part and again stated that it had the manufacturer¿s name on it. They stated that it had lines going down it and was smooth on the outside. There was a long wire on it that plugged in to the ens and it had a clear cover on top. Technical services suspected that it could be the cable from the leads that came loose. They mentioned that their bandages were still on. The patient was directed to follow-up with their healthcare provider. An email was also sent to the rep. No symptoms were reported and the event occurred on (B)(6) 2017. On 2017-09-13, additional information was received from the healthcare provider (hcp) reporting the trial patient¿s ens and lead serial numbers, the patient¿s first and last name, their date of birth and their approximate weight (B)(6). The previous report of ¿a piece fell off,¿ was clarified to mean the leads pulled out some/moved. It was reported that this was caused while the patient was moving a couch. It was reported that to resolve the suspected cable from the leads becoming loose was that the system was turned off. It was reported that the issue was resolved. No further complications were reported/anticipated.